Event description:
Consumer believes they have been dosing wrong a ounts of insulin becase of readings from their cobranded logic meter. Has been comparing to their other meter. Analysis run on clark error grid using competitive reading (176) as ref. Point vs. Bd readings (352) yielded data points in the d range of the grid, outside acceptable limits.